Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: multiple alarms for 'air in line on the norepinephrine line and vasopressin line. Sometimes a small bubble of air was noted other time there was fine "champagne" bubbles attached to the tubing. The last bubbles were virtually impossible to remove. The dose of norepinephrine was .40 mcg/kg/min. The vasopressin was also running in the same line as the norepinephrine. The user spent a significant number of minutes trying to remove air from the lines; essentially 'nursing the pumps" instead of nursing the patient. This cause multiple episodes of preventable hypotension. (At times the bp dropping by 20+points)".